Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a drop in battery from seven years to four years in less than a year. It was noted that the patient is dependent and was set at 100% pacing. Boston scientific technical services (ts) advised to turn atrial sensing off and if there are further longevity decrease, an engineering analysis can be performed. As of the moment, the device remains in service. No adverse patient effects were reported.